Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Robotic perosophageal hernia repair. Procedure date? Unknown. What was the date of the reaction, day post op? Date of reactions unknown however, follow up was 1 week post-op (standard follow up post op for this practice). It was noted the dermabond was removed on post op day 3. Was medical and or surgical intervention required to address the issue? No, an adhesive remover was used. Please describe how was the adhesive was applied. Applied at end of case after each trocar port was sutured to clean, dry skin surface at each closed trocar port site. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressings were used to cover the closure on the skin. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown if hypersensitivity previously existed. Is the patient hypersensitive to pressure sensitive adhesives? Unknown to if hypersensitivity existed. Were any patch or sensitivity tests performed? No sensitivity tests performed prior. Patient demographics: ID, gender, age or date of birth; bmi . Female patient, other demographic information not shared. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) unknown. Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Patient is normal now with no negative surgery or dermabond related negative outcomes. Each reaction site cleared after dermabond removal and treatments with benedryl (antihistamine) cream at reaction sites. No further information was provided from surgeon. No product will be returned for analysis. Note: events reported on mw# 2210968-2021-06450 , mw# 2210968-2021-06451.

Event description:
It was reported a patient underwent a robotic perosophageal hernia repair procedure on (B)(6) 2021 and topical skin adhesive was used. The patient presented a hive like rash where adhesive was placed at the trocar sites. Each area cleared within two or three days after removing the adhesive with adhesive removal pads in office. Patient was also prescribed an antihistamine ointment. Additional information has been requested.